Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps were not delivered or did not hold. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
Additional information: device available for evaluation? No visual damages were presented on the returned device. Fire testing was not conducted because trigger was completely jammed. The device was disassembled and strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion.